Event description:
It was reported that a low, out of range (<200 ohms) pacing impedance measurement was noted from this right ventricular (rv) lead. Boston scientific technical services were contacted and recommended performing in-clinic maneuvers to exclude lead impairment. The physician tested the lead and no noise was seen. The physician elected to continue with close remote monitoring to resolve the event. At this time, the rv lead remains implanted and in service.